Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a touchscreen malfunction. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported intermittent touchscreen issue. It was determined that the ui pcba had failed. The manufacturer¿s international service technician replaced the user interface pcba to address the reported problem. The device was tested, inspected and deemed returned to full functionality. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.